Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. This unit was dropped which dislodged the fan, feed waste tube, and feed waste manifold. The unit could not exhaust properly thus, building pressure and eventually causing a high priority shutdown of the unit (system error).

Event description:
It was reported that the patient's device stopped producing oxygen. As a result, the patient experienced their oxygen levels descending. In turn, the patient totaled their vehicle and experienced a cut on their hand and bruise on their leg. Reportedly, the patient was taken to the emergency room wherein they received stitches.